Event description:
It was reported that pump experienced malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received pump reset information, and successfully reset pump with assistance from technical support.